Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, the sheath was placed and two views were taken. No dissection was noted at that time. The interventional wire was used to attempt to engage the lesion, but the physician was not able to advance the wire. An injection was done and blushing was noted. He exchanged for a new wire and the tech slightly retracted the sheath as he advanced the new wire. He was able to wire and stent the lesion. He then made the decision to extend the stent to cover the dissected area. Final pictures showed no residual blushing.